Manufacturer narrative:
Due to lack of product identification ( no lot number in the report), tests cannot be performed either on archival sample or customer sample.

Event description:
An employee recently received a needle stick with by a used lancet due to it not retracting properly.